Event description:
Complainant alleged that during a routine preventative maintenance check, the device had no electrocardiogram detection in leads 1,2,3 or paddle mode. Device also has a dotted base line and displays error message code electrocardiogram lead off" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.